Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after approx sixteen years should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address poly wear leading to synovitis.